Event description:
During an orif of right distal radius the surgeon was placing the temporary fixation wire through the va lcp two column distal radius plate when the weld between the large stop and the wire failed, causing the wire to separate from the stop. The surgeon was able to complete the procedure.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.